Event description:
Customer reported receiving an er4 message on their meter, were unable to test and experienced dizziness, lightheadedness, "could not see", had dry mouth and was thirsty. Customer also reportedly vomited and lost consciousness. The report denied that paramedics were called and stated she was seen at a local hospital, diagnosed with hyperglycemia and was admitted for 4-5 days and treated with "fluid and medicine, soda and toast". Attempts were made to clarify medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.